Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the issue has been resolved. Patient was educated and reprogrammed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a car accident, the patient with an implantable neurostimulator (ins) experienced the system turning off unexpectedly, difficulty with the recharger locating the ins, and prolonged charging times requiring many hours to reach full charge. The patient was able to turn the system back on after it turned off and was able to charge the device to 100%, though with difficulty. Several mris were performed since the accident, and the patient was able to place the device in and out of MRI mode. No symptoms, complications, adverse events, illnesses, infections, irregularities, or deaths were reported. The issue was ongoing and no troubleshooting had been performed at the time of the report. No patient complications have been reported as a result of this event.